Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual and functional assessment was performed. No material defects was noted. A test pump cartridge could not be turned to the locked position. A documentation review was performed. There were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The probable cause was established, the user interface assembly was corroded. No manufacturing quality concerns have been observed, therefore no corrective actions are deemed necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was not possible to engage the versajet handpiece in the console. No case was involved.

Manufacturer narrative:
H6: the device that was intended for use in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure or connection issue. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.